Manufacturer narrative:
Unit received with physical damage to cow catcher and all connector pins. Unable to perform functional test or verify battery anomaly due to physical damage. In conclusion, the customer complaint of loss communication anomaly could not be confirmed due to physical damage. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter, lost sensor alarm. The event involved product(s) mmt-7841zn, mmt-7040a. Trouble shooting was performed and customer reported a loss of communication between the transmitter and the pump. Deleted transmitter serial number from pump and re-paired but transmitter would still not communicate/trigger a "sensor connected" alert. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer will discontinue to use the transmitter. Customer response was the device will be returned. No product return is required for mmt-7040a.